Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Product not available.

Event description:
It was reported through medwatch (mw508434) "this is the 3rd case now of an acetabular component that has loosened early, without signs of infection. The implant is the stryker tritanium acetabular shell. There have been other case reports in the literature noting similar issues. I have pulled my data and have found 506 patients that currently have that implant, and I am in the process of reviewing all of their x-rays to look for radiographic signs of loosening. The previous two that I revised had zero bone ingrowth on the implant. Diagnosis or reason for use: hip arthritis". Update:surgeon provided information on 3 patients. For this pi, surgeon indicated "surgeon responded to second request for information with additional information on 3 patients. As reported: "[patient] was concerning for loosening but she dislocated and at the time of revision I revised the cup, there was no bone ingrowth¿"